Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe was clogged and did not aspirate, but it was cutting at unknown timing of surgery. The probe was replaced, and the surgery was completed without issue. There was no patient impact.